Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported resistance removing the lock line. The reported clip caught on chordae appears to be related to the troubleshooting maneuvers in conjunction with poor image resolution; therefore, attributed to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the lock line requiring intervention and the clip caught on the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Although imaging was difficult, the clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when removing the lock line (ll), resistance was encountered when the ll entered the lock lever and the ll was unable to be removed. The free end of the ll was visible in the lock lever therefore a snare catheter was used to retract the ll out of the lock lever and the clip was unlocked and opened. The cds could not be retracted as the clip was entangled with the chordae. The clip was unable to be freed therefore the leaflets were grasped again. Resistance was again felt when retracting the ll however the clip was able to be deployed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.